Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the device is "malfunctioning." The patient stated that a few days previous, the device was reprogrammed in the physician's office and now the pulse rates are "jumping from 62 to 89 to 93 (beats per minute)" and the patient felt they were supposed to be "around 60-70 (beats per minute)." Follow-up is in progress, however no additional information has been received. The patient was encouraged to see the physician and the device remains in use. No patient complications have been reported as a result of this event.